Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, while the physician was attempting to reposition the lead, the helix would not extend. The physician rotated multiple times to extend the helix and it would not extend. The lead was not used and was returned. Another lead was successfully implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant procedure, while the physician was attempting to reposition the lead, the helix would not extend. The physician rotated multiple times to extend the helix and it would not extend. The lead was not used and was returned. Another lead was successfully implanted. No patient complications were reported as a result of this event.